Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to high blood glucose. Customer's blood glucose was 300 mg/dl. It was reported that customer was hospitalized due to having pneumonia and fluid around the heart. Customer reported that while hospitalized, the hospital lost reservoir cap. Customer was wearing insulin pump at the time of hospitalization.